Manufacturer narrative:
Product analysis: the handpiece will not lock due to bur broken off in spindle. Visually, under magnification, there was no damage to the construction of the device that would have resulted in the reported event. The length of the tang should be 0.750 inches and the actual measurement was 0.75 inches which was in specification. The distal outside diameter of the tang should measure 0.0919 ± 0.003 inches and measured 0.092 inches which was in specification. The proximal outside diameter of the tang should measure 0.056 ± 0.002 inches and measured 0.056 inches which was in specification. The other portions of the bur assembly were not adhered to the tang which included the bur wire, the housing, and tubing. Functional testing could not be performed due to the broken state of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the drill does not lock. There was no patient impact.